Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none is expected. (B)(4).

Event description:
A healthcare professional reported that dull knives were experienced during surgery. Patient impact is unknown. Additional information has been requested. Additional information was received from a hospital employee who confirmed that the reported blades were used to successfully complete the procedures with no blade exchange. There was no impact to any patient. No further information is expected.